Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14037. The patient is receiving a low battery warning on her ipg. The longevity of the ipg was calculated to be 54.1 months. The patient has only been implanted for 29 months. It was also reported the patient is experiencing abdominal stimulation. The patient recently suffered a fall. An sjm representative met with the patient and reprograming was unable to resolve the issue.